Event description:
A 3.0 mm x 15mm length ave micro stent ii was inserted for treatment of a target lesion in the right coronary artery. While the stent was within the pt's arterial vasculature, it dislodged from the stent delivery system balloon. Although the stent did not dislodge in the coronary artery, the exact location of the stent is not known. It is not known if the physician followed the instructions for use during this procedure. There was no add'l clinical sequelae reported regarding this incident and there is no add'l info available from the user facility.